Event description:
It was reported that during preparation for a stenting treatment procedure, stent damage occurred. The target lesion being treated was located in the severely tortuous and mildly calcified circumflex artery. A 3.50x16mm promus element plus stent delivery system was being prepped for used when the physician noticed that the stent struts were raised. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).